Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display and unexpected battery power loss noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the power went out from the insulin pump when customer replaced the battery. The customer reported that insulin pump showing insert battery even after replacing the battery numerous times. The customer reported that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.